Event description:
It was reported that the instrument fractured (impacting plate fell off). No adverse consequences were reported. No other information were provided.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in poland. D10: attempts were made to obtain additional information; however, none was available. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 6 similar complaints reported with these items, including (B)(4). Trend identified as 3 complaints are from the same hospital. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. Lines 28 to 38 of appendix 6: inserters fmea mechanical failure relates to the reported event. These lines have a maximum severity score of 4 defined in the rmr as results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The report does not contain any information to suggest patient harm or delay to surgery, and is therefore considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being april 2020. Sales (april 2017 to april 2020) = (B)(4). Complaints search was conducted for events occurring between april 2017 to april 2020 for item 31-601587. 6 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is 6 in 48146 or (B)(4). This is above the estimated acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 1 (B)(4). Multiple failure causes result in a mechanical failure. The root cause of the above complaint has not been determined, therefore a specific failure cause cannot be selected. The occurrence score for one failure cause cannot be attributed to all events, and therefore cannot be used for comparison. Since the instrument in question is reusable, number of uses is better represented by the sales of the compatible acetabular implants. Therefore, the sales for all compatible exceed abt cups has been obtained and used to calculate occurrence. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3: product has not been returned.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impacting plate fell off. No adverse consequences were reported.